Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: h6.

Manufacturer narrative:
As reported, the 9mm 4cm poweflex pro percutaneous transluminal angioplasty (pta) balloon ruptured at seven atm. It was replaced with a new balloon catheter (non-cordis), and the procedure was completed. There was no reported injury to the patient. The lesion was the aorta which had stenosis. A 7f non-cordis sheath was used for the procedure. The device will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The powerflex pro pta catheter is indicated for enabling treatment of stenoses in iliac, femoral, ilio-femoral, popliteal, and infra-popliteal arteries. The device is also indicated for post-dilation of balloon expandable and self-expanding stents in the peripheral vasculature. Using the product outside of its indicated use may involve additional risks not described in the labeling. Furthermore, the safety and effectiveness of this device have not been demonstrated for use in the aorta. Therefore, performance was likely limited due to anatomical and procedural factors. Without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 9mm 4cm poweflex pro percutaneous transluminal angioplasty (pta) balloon ruptured at 7atm. It was replaced with a new balloon catheter (non-cordis), and the procedure was completed. There was no reported injury to the patient. The lesion was the aorta which had stenosis. A 7f non-cordis sheath was used for the procedure. The device will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 9mm 4cm poweflex pro percutaneous transluminal angioplasty (pta) balloon ruptured at 7atm. It was replaced with a new balloon catheter (non-cordis), and the procedure was completed. There was no reported injury to the patient. The lesion was the aorta which had stenosis. A 7f non-cordis sheath was used for the procedure. The device will be returned for evaluation.